Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
On (B)(6) 2026 in the united states, patient placed tubing in the notch prior to cocking the spring, which caused undue stress to the spring mechanism and resulted in the spring detaching from the outer ring of the inserter prior to insertion. Patient had hyperglycemia and treatment was: correction bolus via pump.